Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
Customer complained about getting a motor error alarm on her insulin pump and could not clear it. Customer reported she was experiencing low blood glucose. Her blood glucose reading was 21mg/dl. Customer reported that she was treated with glucagon shot and since no recovery was shown, she was taken to the hospital. No further information was reported.